Manufacturer narrative:
Device evaluation indicated that the complaint of the device had been confirmed. X-ray inspection revealed that electrodes # 3 and # 4 of the distal end had a fractured cable right at the weld nugget. Review of the device history record did not reveal any anomaly. The root cause of the lead fracture was unknown.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein one lead was replaced because two contacts were not working. High impedance was noted on the contacts. Malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein one lead was replaced because two contacts were not working. High impedance was noted on the contacts. Malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent a revision procedure wherein one lead was replaced because two contacts were not working. High impedance was noted on the contacts. Malfunction was suspected. The patient was doing well postoperatively.